Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had a scratch on their pump screen that made it difficult to read. The customer's blood glucose level at the time of incident was unknown. The customer was inquiring about upgrading pump. The customer was transferred, no further troubleshoot at this time.